Manufacturer narrative:
Device evaluated by MFR.: a synergy ii us mr 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues. There were no signs of damage, lifting or stretching of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a break in the hypotube at approximately 621 mm distal to the strain relief with multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage. The tip profile was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75 x 38 synergy ii stent was advanced to treat the lesion. However, upon introducing the device into the kinked area of the guide catheter, the physician put a force on shaft until the shaft broke. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75 x 38 synergy ii stent was advanced to treat the lesion. However, upon introducing the device into the kinked area of the guide catheter, the physician put a force on shaft until the shaft broke. No patient complications were reported.